Event description:
The customer reported to olympus, in preparation for use, the halogen light source failed the leakage test. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the lamp did not light. This report is to capture the reportable malfunction of the lamp did not light noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of light source failed the leakage test was not confirmed. The front panel and housing were found to be broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B3: correction to b3 of the initial medwatch. The event date should be 29-september-2022. Based on the results of the investigation, it¿s likely the lamp did not light because of a faulty lamp. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. G3: correction to g3 of the initial medwatch. The aware date should be 29-september-2022. Olympus will continue to monitor field performance for this device.